Manufacturer narrative:
The account found the side rail mounting bracket is bent and they will order the part for repair. The most likely cause of the bent bracket is force such as the side rail being ran into an object during transport. Per the hill-rom service manual the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the side rail frame to ensure proper latching and down storage. Repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made to contact the account regarding a resolution with no feedback from the account. Based on this info, no further action is required.

Event description:
The account reported the side rail will not latch. The bed was located at the facility. There was no pt/user injury reported. (B)(4).